Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, lead impedances were measured at <200 ohms bipolar and 229 ohms unipolar. The physician elected to program the output to 5.0v @ .5ms. X-rays later showed clavicle crush. Impedances still remained <200 ohms with loss of capture @ 3.0v. A replacement will be scheduled.